Event description:
On 06/26/2024 additional information was provided by the arthrex subsidiary employee via email who stated that the procedure performed was a repair of the gluteal lesion. The quality of the patient's bone was poor. A swivelock anchor was used to complete the procedure.

Manufacturer narrative:
Complaint allegation is confirmed. Upon visual inspection, it was noted that the threads of the corkscrew of the suture anchor, corkscrew® 5 mm x 15.5 mm with #2 fiberwire® and #2 tiger wire® had bent/warped. No sutures were returned. Functional testing was not performed due to the damage to the device. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, and/or prying/leveraging of the device during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 04/30/2024, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1920sf suture anchor came loose and could not be implanted. This occurred during a case when the technique was applied correctly, the corkscrew anchor came loose and could not be implanted in the patient.